Event description:
On (B)(6) 2012, a gore hybrid vascular graft was implanted in an a-v access application. The procedure was performed in the pt¿s right upper arm, from the brachial artery to unspecified vein. On (B)(6) 2012, declotting was attempted, but was unsuccessful due to lack of tissue ingrowth in the graft. The physician elected to wait several months before declotting.

Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specifications.